Event description:
It was reported that the autoclavable camera head had no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable and water leak between rear cover and cos ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image is due to bad cable/connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.